Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. While prepping the taxus express2 2.75x12mm drug eluting stent, the stent delivery system became stuck on a 300 wire. While trying to pull, the stent came off the delivery system. No pt complications occurred.